Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received 1/4 of travel. Inpen passed front cap investigation. In conclusion: inpen received working as design. No mechanical or physical malfunctions noted during testing that could affect insulin delivery. The customer concern of physical damage to inpen could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced inpen plunger was broken. The customer reported no adverse event. The event involved product mmt-105nngyna. Troubleshooting was performed and indicated that the inpen would be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen. Mmt-105nngyna was requested and the device was returned for product analysis.